Event description:
It was reported that the patient never had therapeutic effect. The device was explanted. The patient stated that the stimulator site never stopped burning, there was always pain. There were also spasms at the device pocket. The patient also needed an MRI, which was another reason for the explant. The patient¿s status was alive with no injury. It was further reported that the patient was doing fine.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2013(B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, serial# unknown, explanted: 2014 (B)(6); product type accessory product ID 3550-39, serial# unknown, explanted: 2014 (B)(6); product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the extension (serial (B)(4)) revealed no significant anomalies. Final device analysis of the extension (serial (B)(4)) revealed no significant anomalies. Final device analysis of the lead (serial (B)(4)) revealed no significant anomalies. Final device analysis of the lead (serial (B)(4)) revealed no significant anomalies. Final device analysis of the stimulator (serial (B)(4)) revealed no significant anomalies. Final device analysis of the first anchor (serial unknown) revealed no anomalies. Final device analysis of the second anchor (serial unknown) revealed no anomalies.